Event description:
Called to ICU by rn. Quantum shut off and began to alarm while on patient. Rn put pt on a nasal cannula of 1 liter (pt is a co2 retainer). Dr was notified and discontinued the bipap. Machine was taken to biomed.